Event description:
The patient reported experiencing elevated blood glucose of approximately 400 mg/dl during the night. He injected insulin via pen to lower his blood glucose. He reported, the piston rod of the infusion device makes abnormal sounds and does not move forward. He disconnected from the infusion site and bolused and no insulin was delivered. No error or alarm was displayed. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.